Event description:
A theatre sister reported that the phacofragmentation system failed during a cataract intraocular lens (iol) implant procedure. Following a delay of 30-40 minutes, an alternate system was used and the surgery was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).